Event description:
The customer reported being treated by the paramedics due to low blood glucose of 69 to 79 mg/dl. The customer's most recent glucose reading was 135 mg/dl. The customer stated that he has been dieting and exercising, which caused his blood glucose to drop. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.